Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call, the insulin pump alarmed button error while it was delivering a bolus. The device was not exposed to moisture. Customer's blood glucose was 26.0 mmol/l. Customer's mother was advised to revert to back up plan until the replacement device arrived. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage to the keypad traces. No button error alarm was noted during testing. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked case near the display window corners, minor scratches on the display window and a missing end cap sticker.